Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The vector was reprogrammed and a defibrillation threshold (dft) test was successfully completed. No additional adverse patient effects were reported.